Event description:
The reporter indicated that a 13.7mm vicm5 13.7 implantable collamer lens of -5.50 diopter was implanted into the patients right eye (od) on (B)(6) 2022. Refractive surprise was observed. The lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
H3- device evaluation: lens returned dry in a microcentrifuge vial. Visual inspection found optic deformed, and haptic bent/deformed. Dimensional and functional inspection found the lens to be within specifications. Corrected data; d4: primary unique device identifier (UDI) #: (B)(4). "UDI related data quality updates only". Claim# (B)(4).

Manufacturer narrative:
Additional information: b5-the reporter indicated that a 13.7mm vicm5 13.7 implantable collamer lens of -5.50 diopter was implanted into the patients right eye (od) on (B)(6) 2022. Refractive surprise was observed. On (B)(6) 2024 the lens was exchanged for a longer length lens and the problem was resolved. D6b- (B)(6) 2024. Claim# (B)(4).